Manufacturer narrative:
The pump and the associated system controller were returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the pump analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was received by the manufacturer which indicated that a pump exchange was performed. The pump exchange was performed due to thrombus. No other information was provided.